Event description:
The co2 laser was being used for surgery. The laser was in the stand-by mode. When the button was pressed for stand-by, rptr pressed the cw button which rptr has been told to do to prevent this porblem. The dr pressed on the pedal to fire the laser and the laser was firing like it was in the ready mode, after about one minute it clicked into the ready mode on its own. The light was lit on the standby button, but the light on the top of the laser was blinking like it was in the ready mode and the laser was firing.